Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk) the device failed to discharge via electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be provided a follow up report when our investigation is completed.